Event description:
It was reported that the patient had his device explanted due to a "problem with the system". The physician did not know what caused the problem, so both the lead and generator was explanted and replaced. Programming history was reviewed and found that system diagnostics on (B) (6) 2008 and (B) (6) 2009 showed high impedance. Product was returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.